Manufacturer narrative:
The serial number of the c 513 analyzer is (B)(6). The field service engineer replaced wash tubing, the heat cut, bath windows, the lamp, probes, and cuvettes. The cuvette wash was adjusted and the system was decontaminated. A probe performance check was done and was ok. Precision studies and controls run over multiple days were within specifications. Reagents were replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 67 patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c513 analyzer commercial system. Refer to the attachment for all patient data. The samples were repeated on a second analyzer.